Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The physician advanced the 16mm x 4.00mm ion stent delivery system (sds) and was not able to pass through a 6f non-bsc guide catheter. The device was successfully removed and it was noted that stent damage had occurred. The physician was also unable to advance a 4.0x15mm non-bsc sds through the same guide catheter. No patient complications were reported.

Manufacturer narrative:
(B)(4). Age at the time of event: 18 years or older. Device is combination product. Device evaluated by manufacturer: it was indicated that the device would not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4) .